Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was intermittently resetting. The cause for the abnormal shutdowns was isolated to a defective y500 crystal oscillator. The oscillator was producing intermittent output. The root cause for the defective y500 oscillator could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor was resetting.